Event description:
An (B)(6) male pt called zoll customer support to report that he was receiving check electrode belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open white (drvn_gnd) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire could not be positively identified, but was likely excessive force. No adverse event resulted from the open wire.